Manufacturer narrative:
The sheath, 4fc12 with lot number 83975, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked and twisted at 2.5 inches from the tip. A returned catheter failed the insertion test with the sheath. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.